Event description:
It was reported the pt is without stimulation. The pt last charged his ipg 2 weeks ago without issues. The pt met with an sjm rep and determined the ipg is inoperable. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.